Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during an angioplasty procedure, the tip of the dilator sheath was allegedly damaged and failed to be inserted. The procedure was completed using another device . There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The returned sheath showed no evidence of damage at the tip or any other part of the sheath itself. However the evaluation confirmed damage to the dilator tip and the tip was split in two locations. The root cause for the reported sheath tip damage and difficult to insert issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instruction for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: 6. Do not advance the guidewire, sheath/dilator, procedural device, or any component if resistance is met, without first determining the cause and taking remedial action. 10. Only advance or retract the sheath with the dilator inserted and only advance or retract the sheath and dilator while placed over a properly sized guidewire. Precautions: 8. Insert dilator into the center of the sheath valve. Forced insertion of the dilator which misses the center of the valve may cause damage and result in blood leakage. 9. Advance or withdraw the sheath slowly. If resistance is met do not advance or withdraw until the cause of resistance is determined. 10. When inserting, manipulating or withdrawing a device through the introducer always maintain the introducer position. 16. Ensure the dilator is securely connected with the sheath prior to advancing otherwise only the sheath may advance into the vessel and the sheath tip may cause damage to the vessel. 17. Ensure the dilator is in place within the sheath before advancing the sheath as otherwise damage may be caused to the vessel. 22. Proper functioning of the halo one¿ thin-walled sheath depends on its integrity. Care should be used when handling the sheath. Damage may result from kinking, stretching, or forceful wiping of the halo one¿ thin-walled guiding sheath. Do not continue to use the sheath if the shaft has been bent or kinked. Use of the halo one¿ thin-walled guiding sheath 6. Identify the insertion site, including but not limited to radial, femoral, popliteal, tibial, or pedal access sites and prepare the site using proper aseptic technique and local anesthesia as required. 7. At the operator¿s discretion, make a small skin incision at the puncture site with a surgical scalpel. Recommended for scar tissue at the access site. 8. Backload the distal tip of the halo one¿ thin-walled guiding sheath dilator over the prepositioned guidewire and advance the tip to the introduction site. 9. Advance the dilator and the sheath through the skin and into the vessel. Grasp the sheath and dilator assembly close to the skin while advancing to avoid buckling, employ a rotating motion while advancing as required. (Note: if using a hydrophilic guidewire, ensure that it is kept hydrated with sterile heparinized saline, at all times.) H10: d4 (expiry date: 09/2023), g3, h6(device). H11: g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the tip of the sheath was allegedly damaged and the device failed to be inserted. The procedure was completed using another device. There was no reported patient injury.